Manufacturer narrative:
Block e1: initial reporter address 1 and initial reporter address 2 (B)(4). Block h6: device code a0401 captures the reportable event of stent shaft break.

Event description:
It was reported that a polaris ultra ureteral stent was to be used in a ureteral stent implantation procedure. During unpacking, it was found that the stent was fractured. The procedure was completed with another of the same device and there were no patient complications reported.